Manufacturer narrative:
The unit alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. Testing procedure was unable to verify the compromised force sensor system error alarm due to the motor error alarm. The motor was tested outside the device and passed. The unit was received with a stained end cap sticker, cracked reservoir tube lip, minor scratches on the display window, cracked casing at a display window corner, cracked battery tube threads, a cracked display window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident was 286 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared flush. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.